Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button was unresponsive while attempting to reload insulin into the insulin pump. Customer's blood glucose was 175 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unresponsive act button was due to a flattened dome switch (creased). The unit was unable to perform displacement test due to unresponsive button. The unit had a cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corner.